Event description:
A hygienist from a dental facility reported that a pt experienced discomfort while having their teeth cleaned with the prophyflex 3. It was reported that the pt placed their hands on their throat as if they were choking. 911 was called and the pt was transferred to the e.r. Where they were administered bendadryl (route and dose unknown). It was reported while at the e.r., the pt was found to have a pocket of air near their cervical spine. However, a root cause could not be determined. The pt has recovered and the air pocket is reported to have resolved.